Event description:
The customer reported that the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, reloaded the system software using disks provided with system, and reconfigured the system to default settings. The system operates as intended.